Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.